Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hiv duo results from the cobas pure e 402 analytical unit. The initial result for hiv using hivcombi pt on a cobas e411 analyser was 0.508 or 0.54 coi (non-reactive). The results for hiv duo from the cobas e402 in the same laboratory were 8.66 coi and 8.71 coi (reactive). The results for ahiv were 0.0367 coi and 0.0298 coi (non-reactive). The results for hivag were 8.66 coi and 8.71 coi. The same sample was repeated on a different cobas e411 and cobas e402 in another laboratory. The hivcombi pt result using a cobas e411 was 0.394 coi (non-reactive). The hiv duo result using the cobas e402 was 12.9 coi (reactive). The ahiv result was 0.0800 coi (non-reactive). The hivag result was 12.9 coi.

Manufacturer narrative:
The investigation did not identify a product problem. The elecsys hiv duo performed as expected. All initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings.